Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for essential tremors, movement disorders. It was reported that the caller stated their reason for calling was due to getting information on the eri that appeared on the patient programmer (pp). It was indicated to follow up with the hcp for further assistance. It was asked when the patient first experienced the eri, and it was stated that it happened yesterday, which was (B)(6) 2018. The caller reported that even with the dbs the patient still had pronounced tremors. The caller reported that the current battery was placed in (B)(6) of 2016. It was asked if it was due to normal battery depletion, and it was confirmed it was, but then stated that their left implant was done in 2004 and their right implant was done in 2009. The caller stated they had a dual dbs implant. The caller noted that this implant was done in the hospital. The caller reported that their current implant had not lasted as long as the previous dbs implants, which they had noticed "now" with the eri message. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The circumstances that led to the issue was noted as less activity in recent years. The patient was not sure of the voltage, but noted that the right implant uses more power to achieve less than optimal tremor suppression. A replacement is scheduled for (B)(6) 2019. The issue was not resolved at this time. No further complications were reported. Additional information was received from a friend/family member. A system integrity report showed the left side impedance was different than the right side with the amount of impedance. The ins only lasted two years according to them, while the previous device lasted seven years. The patient was not able to charge their implant. They also wanted to have the patient checked to see if a lead came unplugged/cracked due to the patient falling and hitting their head. The patient has essential tremor which has a lot of symptoms that mimic parkinson's disease.